Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer called ambulance to get her to emergency room due to high blood glucose level on (B)(6) 2020. Customer had blood glucose level of 246 mg/dl. Customer was treated with insulin drip. Customer had uncontrolled vomiting and diarrhea. The insulin pump will not be returned for analysis.